Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2018 for hematuria and lactate dehydrogenase (ldh) was greater than 2117 u/l. Ldh testing had stopped earlier in 2018 as the patient had experienced recovery since implant. The patient was treated with a heparin drip for 6 months. Low flow alarms were occurring constantly, and the patient was treated with fluid. On (B)(6) 2018, transthoracic echocardiogram (tte) confirmed no flow moving through the vad. On (B)(6) 2018, it was reported that the patient has recently expired. No additional information was provided.